Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.